Manufacturer narrative:
Summary: five vdw.rotate files15 .04 25mm 025 were returned (two files in loose + three unused files). First file in loose is broken at the tip of the active part (fatigue). Second file in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. Nothing unusual to report was found during DHR review (batch #1834377). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a vdw.rotate 15.04 6-files 25mm broke during use. The outcome of this event is unknown as of this MDR. Further information requested.